Manufacturer narrative:
Device not returned. Communication with the hcp included an explanation of the process, which chemical are involved as well as sending sds's of those chemicals for their files. All information known or reasonably known to attelle has been included in this submission. Any blank fields indicate that information was unavailable.

Event description:
User reported headache, lightheadedness, and confusion. The masks associated with this event were decontaminated with thebattelle ccds "closed system" process.